Manufacturer narrative:
This report is submitted on august 08, 2018. (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent a skin revision on (B)(6) 2018.